Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and unresponsive. Reportedly, the reason for the cracked screen is unknown as it occurred when the customer was sleeping. Customer¿s blood glucose was 164 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.